Manufacturer narrative:
A2 age at time of event: 18 years or older. The device was returned for analysis. Visual inspection revealed the imaging window was detached near the lap joint section and the sheath was cut. The detached pieces were not returned for analysis. No damage was observed on the catheter code board assembly nor on the hub connector pins. The catheter was properly recognized by the imaging system when plugged into the motor drive unit and no connection issues or errors were detected during its testing.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the front part of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.

Manufacturer narrative:
A2 age at time of event: 18 years or older.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the front part of the catheter was fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable.